Event description:
Boston scientific received information that this patient was presented to the hospital due to syncope. An electrogram revealed that there was pacing inhibition involving the patient¿s device and right ventricular (rv) lead which led to asystole of greater than two seconds. Surgical intervention was performed and no anomalies were observed with the rv lead however the physician suspected the inhibition might have been due to an incomplete fracture or some form of device failure. The rv lead was surgically abandoned and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.